Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was oversensing noise triggering inappropriate mode switches. No changes or interventions were performed. There were no patient consequences.